Event description:
It was reported to philips that the device failed the defib test portion of opcheck with pads. The device status log indicated charge/shock therapy pca error messages. There was no patient involvement.